Event description:
It was reported that during a laparoscopic pancreatoduodenectomy procedure, tear drop-shaped clips were formed repeatedly from at the 11th firing when the device was used on the pulmonary vein. No clips fell into the patient. The device was used as is after the incident and the same incident occurred. Another device was used to complete the case. There were no adverse consequences to the patient. There was no unexpected resistance in grasping the trigger and no unexpected noise at the incident. There was no torquing or twisting of the device present at the time of firing. The device was not fired across something hard such as a clip or a staple line. There was an unexpected resistance in opening the jaws and the device had a difficulty being released.

Manufacturer narrative:
(B)(4). Empty. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.